Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and the starclose se clip was found to be jammed on the clip delivery tubeset. The safety release was activated and the device was removed from the patient's anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported clip being jammed on the clip delivery tubeset and the resistance met during thumb advancer/exchange sheath splitting was confirmed as the analysis of the device found the clip of the device captured on the flex-guide immediately distal of the slightly retracted delivery tube, which could cause the reported resistance. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.